Event description:
A malfunction was reported, with malfunction code malf 0, displayed on the device. There was no adverse impact to the customer's blood glucose level. Pump reset information was provided, and the customer planned to perform the reset after returning home, with instructions to contact support if the issue persisted. No notable events occurred prior to the malfunction.